Event description:
It was reported the patient underwent surgery where the lead was explanted and replaced to address the issue.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4)., serial: (B)(6)., batch: a000132443.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.